Manufacturer narrative:
Additional information: (device mfg date) has been updated based on product returned. Reader (B)(4) was returned and investigated. Performed visual inspection on the returned reader, no issues were observed. Reader turned on with button after charging. Did not observe any button issues. No product deficiency or malfunction was identified.

Event description:
Customer reported the adc freestyle libre reader would not respond when the button was pressed, and that he could not measure his blood glucose levels as a result. Customer reported that on (B)(6) 2019 he was asymptomatic before losing consciousness and being taken to the hospital. Customer was diagnosed with hypoglycemia and treated with glucose. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc freestyle libre reader would not respond when the button was pressed, and that he could not measure his blood glucose levels as a result. Customer reported that on (B)(6) 2019 he was asymptomatic before losing consciousness and being taken to the hospital. Customer was diagnosed with hypoglycemia and treated with glucose. No further treatment was reported. There was no report of death or permanent injury associated with this event.